Event description:
It was reported that the implanted impella cp pump was pulled back into the aorta after repositioning the patient. The pump was explanted and replaced.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issue was most likely patient movement based on the clinical narrative indicating that the pump became dislodged after rolling the patient.